Manufacturer narrative:
On 1-sep-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000184 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-sep-2023, the bwi product analysis lab received the device for analysis. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the vizigo sheath was bent, and they were unable to get access in the groin. The sheath would not advance through the skin, the doctor had to dilate up with the 9fr sheath. Staff and the doctor looked at the sheath and it was bunched up. The medical team stated that the sheath was rough. The sheath was also buckled at the distal end. No internal mechanisms were exposed. Device evaluation details: visual analysis revealed that the soft tip was found bumped, and a bent mark was observed between two electrodes. No other anomalies were detected. These issues could be related to the manipulation of the device while trying to insert it to the patient; however, this can not be conclusively determined. Device history record was performed for the finished device 60000184 number, and no internal action related to the complaint was found during the review. Both failures found could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The failure observed on the tip could be related to a potential skin incision size relative to the sheath, and the bent mark could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the tip of the vizigo sheath was bent, and they were unable to get access in the groin. The sheath would not advance through the skin, the doctor had to dilate up with the 9fr sheath. Staff and the doctor looked at the sheath and it was bunched up. The medical team stated that the sheath was rough. The sheath was also buckled at the distal end. No internal mechanisms were exposed. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. The rough sheath shaft is MDR-reportable.